Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the manifold assembly to resolve the reported 'out of specification volumes' issue.

Manufacturer narrative:
(B)(4). One manifold assembly was received for evaluation. A visual inspection found that all four manifold check valves had small amounts of dirt/debris, but it did not appear to affect proper operation. Performance testing was conducted, the unit was installed into a test ventilator, and ran for 18 continuous hours without any issues observed. No further investigation was required, and the unit was discarded. The customer reported malfunction was not verified, as the returned component was found to function as intended.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating, during patient use, the ventilator's volume suddenly increased. The tidal volume (vt) became over 1500 ml. The reporter stated " the pump had worn out ". The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.